Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. The customer states the insulin pump screen had lines. Customer did not recall blood glucose at the time of incident. Troubleshooting was not performed. The insulin pump will not be return for analysis.